Event description:
The user facility reported that the involved catheter sheared inside the vein. Based on the photo, the needle was punctured through the tube. The event occurred intra-operative.

Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: age & date of birth: requested, unknown. A3: patient sex: requested, unknown. A4: weight: requested, unknown. A5: ethnicity: n/a - veterinary use a6: race: n/a - veterinary use d4: lot number: 1) 220527sc, 2) 220828sc, 3) 220830sc, 4) 220901sc, & 5) 220904sc d4: expiration date: 1) 30-apr-2027, 2) 31-jul-2027, 3) 31-jul-2027, 4) 31-aug-2027 & 5) 31-aug-2027 d4: UDI: not applicable d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: nursing administration manager h4: device manufacture date: 1) 27-may-2022, 2) 28-aug-2022, 3) 30-aug-2022, 4) 01-sep-2022 & 5) 04-sep-2022 the actual sample was not returned for evaluation; therefore, the details of the actual condition were unable to be determined. However, a reference photo of the actual sample was provided by the customer. It was observed that the needle is punctured through the tube and traces of blood were also observed on the sample. The retention samples of the potential lots were visually confirmed free from dent catheter tube, and needled stick out. A total of six (6) complaints from the previous two (2) fiscal years to the present were received for the same issue where the cause was not identified as related to our product or production process. The root cause of the complaint could not be identified to be related to our product or production process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. The tube could have been damaged which is only likely to happen if the needle is reinserted into the tube during catheter placement. Verification of retention samples showed no related defects that would lead to damage to the catheter tube and needle stick out. We have two stages of visual inspection. The defects on the catheter tube such as scratches, dents, and needle stick out can be detected. Therefore, we advise following the instructions for use (IFU) for the proper use of the IV catheter which includes warnings that, if re-penetration is unavoidable, the catheter may be stripped off or the catheter may be damaged. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.